Event description:
Device received in a large batch from medtronic returned goods. No oos form or reason for explant.

Event description:
Device received in a large batch from medtronic returned goods. No oos form or reason for explant.